Manufacturer narrative:
One sample and photo received by our quality team for investigation. Through visual inspection, foreign matter is observed near the stopper inside the syringe. Foreign substance is identified as dried paint. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with a surface that had peeling paint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 20ml ll s/su had foreign matter. The following information was provided by the initial reporter translated from portuguese to english: 20ml syringe with particle in the plunger. Syringe contaminated with heparin (not qt). Additional information received on october 9, 2024: - could you share the photo / video samples of the event? - yes. Could you briefly explain the problem ¿syringe contaminated with heparin (not qt)¿ - 20ml syringe with particle in the plunger, syringe came with dirt, heparin is the medicine that was inside it. Could you clarify if this is an incident or the medication used ¿syringe contaminated with heparin (not qt) - heparin is the medicine that was inside the syringe. For sample collection and replacement, please inform - the client shared information and added it to the attachments has anvisa been notified? If yes, what was the notification number? - no.